Event description:
It was reported to manufacturer that the vns patient was tasered in (B) (6) 2008. At the time of the event, the patient felt a rapid sensation in the neck and has not felt stimulation of the device since that time. The patient reported to the physician a recent increase in seizure activity, relationship to pre-vns baseline unknown. When the patient was seen by the physician for a recent follow up appointment, communication was not able to be established with the patients generator. The patient subsequently had surgery where the generator was replaced. Attempts to obtain additional information from the treating physician have been unsuccessful to date. Additionally, attempts to obtain the explanted generator for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.